Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(4). Information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a transfer set. It was further reported that the dark portion of the transfer set started to separate/unravel exposing the tubing inside of it, the light blue portion stayed intact. The patient held onto the ridges at the bottom of the transfer set and held it down in order to disconnect. This issue occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.